Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. Patient replace supplies as necessary and resume insulin therapy. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010327, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010327was manufactured according to the work instruction (wi) version 98 and manufactured in the line m14 on 26-nov-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4k05776 was manufactured according to the wi version 37 and manufactured in the line l3, on 14-nov-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4l03430 was manufactured according to the wi version 37and manufactured in the machine l3, on 25-nov-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4l03431was manufactured according to the wi version 37 and manufactured in the machine l3, on 26-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.